Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during interrogation mirror image artifact was noted in a few episodes and intermittently. Sensing issues, specifically noise, were identified on both the right atrial (ra) lead and the right ventricular (rv) lead. Additionally, a non-physiologic sensing was identified on the rv and ra lead. Device interrogation was performed, and reprogramming was conducted as an intervention. The ra and rv lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the implantable pulse generator (ipg) exhibited a detection/sensing issue. The ra lead and the rv lead exhibited insulation breach. The ipg system remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.